Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse reported a patient developed peritonitis due to a break in sterile technique. It was reported the patient had a mrsa infection that was treated with antibiotics, and the replacement of her catheter. The patient did back up hemodialysis until she recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The patient's nurse attributed the event to a break in the patient's aseptic technique.